Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the echelon blocked in the beginning of the firing sequence. The surgeon could not re-open the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Closure trigger top the (B)(4) device was received for analysis with the anvil closed, with the release button broken and with a reload partially fired 1/16. It is possible that while loading the reload, it was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. No functional test was performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components; the release button and the closure trigger top were noted to be damaged and wear was found on the right side of the closure trigger due to the clamp first lockout pin on the geared trigger plate. One possible scenario for the described event is due to applying a prying force on the closure trigger handle in the opening direction. This can then result in damage to the closure trigger top component and release button if the applied load is high enough. Once the closure trigger top component is damaged, then any additional actuation of the firing trigger can cause it to rub against the now broken or bent closure trigger assembly. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.